Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle allegedly bent while penetrating and the cutting didn't go all the way. It was further reported that the needle allegedly had difficulty in removing from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one mission disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have residue throughout and the device was returned in initial configuration with the cannula at the 00 mm position. A slight bend was noted to the cannula. No other anomalies were noted. Further, functional testing was not conducted due to the nature of the complaint. Therefore, the investigation is confirmed for reported material twisted/bent issue as the bent was noted to the cannula. And, the investigation is inconclusive for the reported difficult to remove issue as the use of condition cannot be replicated in the laboratory. A definitive root cause for the alleged needle bent and difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle was allegedly bent while penetrating and the cutting didn't go all the way. It was further reported that the needle allegedly had difficulty in removing from the patient. The procedure was completed using another device. There was no reported patient injury.